Manufacturer narrative:
The event of gel bleed is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side perspiration of gel. Device has been explanted.

Event description:
Healthcare professional reported perspiration of gel the record relates to the right side. Device has been explanted.

Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: gel bleed.